Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 97 months ago. The vessel morphology at the time of implant is unknown. The patient presented five months ago with a type 1 endoleak that was treated with a renue stent graft. The patient presented five months post repair with another manufacturer's stent graft. The CT demonstrated a distal type I endoleak in the ipsilateral iliac limb. An ax-femoral bypass and embolization was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). Conclusions: (unknown cause of endoleak, no films or operative reports were received).